Event description:
Caller reported a minimum fill notification on the pump, which did not adversely impact the customer's blood glucose level. The caller was attempting to load a new cartridge into the pump. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, and the caller successfully loaded a cartridge onto the pump and resumed insulin use after the call.